Manufacturer narrative:
Follow-up # 1 ¿ (04/25/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and 4/16/2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have cracked/broken lines on the lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user/patient¿s mother contacted lifescan(lfs) on (B)(6) 2013 to report an issue with the patient¿s onetouch ultralink meter. The reporter stated the meter¿s display was black. The complaint was classified based on the customer care advocate (cca) documentation, since the patient and/or reporter were unable to be reached by phone for additional information. The patient¿s mother reported that the display issue began on (B)(6) 2013 at 2:35am. The reporter informed the cca that the patient is on insulin pump therapy and reported that the patient did not have a backup meter to test with. It is not known if the patient made any changes to his usual diabetes management regimen when unable to test with the subject meter. The reporter informed the cca that approximately 1 hour prior to when the display issue started, the patient had developed symptoms of feeling dizzy, profuse sweating and an increased heart rate. In response to the symptoms, the patient treated self with food and/or drink. At the time of troubleshooting, the cca confirmed there was no known misuse to the subject meter. Replacement product was sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no evidence that the alleged meter display issue caused and/or contributed to this injury. The reporter stated the patient was symptomatic prior to when the meter issue was discovered. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.